Event description:
Our sales rep reported that the screwdriver would not stop turning when he put the battery on.

Manufacturer narrative:
Product returned to manufacturer and received january 7, 2009. Investigation will begin right away, and conclusion will be in the follow up report.